Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency department and was found to be septic. A merlin on demand transmission was performed at that time and post-paced t-wave oversensing was noted. There were no complaints with the device and physician believed that the long qt was due to patient¿s metabolic status. No changes made to the device since there was no longer t-wave oversensing and patient¿s metabolic issues were being addressed in the hospital. Patient was in stable condition.